Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on 07/29/2016. (B)(4).

Event description:
The initial medical device report was submitted via an alternative summary report on 07/29/2016. (B)(4).